Event description:
The hosp reported that immediately after initiating bypass the oxygenator exhibited poor performance with low venous saturation. The unit was changed out and the pt was not affected.